Event description:
The tech reported the side rail will not latch. The stretcher is located in the facilities second floor hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Upon investigation, tech found the ratchet rivet was broken off. The tech does not know how this event happened and the account doe not usually supply info on malfunctions to him. They just set the defective devices aside and he comes in and fixes them. However, he thinks it is possible that a pt either pulled on the rail too hard or the device hit something while being moved within the facility. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the ratchet rivet to resolve the issue. Based on this info, no further action is required.